Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The issue was found to be caused by a faulty charge-coupled device (ccd) unit. The device was repaired and returned to the customer. There was evidence that the device was previously repaired by a third party. The identified issue can occur due to unexpected stress on the head or repair by a third party which may have caused the ccd unit to fail. A review of the device history record did not identify any issues during the manufacturing process that could have caused or contributed to the identified issue.

Event description:
The user facility reported to olympus that the image does not appear. The issue was observed during preparation for use. There was no patient involvement.